Event description:
Per oos, this sys was removed due to infection and has not been replaced. The hosp retained this sys. Associated devices: lumax 540 dr-t, sn: (B)(4), MDR-1028232-2010-00181, linox sd 65/18, sn: (B)(4), MDR-1028232-2010-00182, selox jt 53, sn: (B)(4), MDR-1028232-2010-00183.